Event description:
Plaintff alleges suffering from a latex related illness and injury and sustained the following injuries: inter alia, hives, wheezing, swelling of the hands, hand sores, hand dermatitis, and runny eyes and nose and great loss depreciation of her earnings and earning capacity.